Event description:
Related manufacturer report number: 2017865-2024-35140. It was reported that the patient was asymptomatic. It was noted that the patient had experienced chronic right atrial (ra) lead noise, but nothing had been done to address the issue due to the lack of symptoms. The physician opted to extract the ra lead at a routine elective device change out. The ra lead was extracted as well as the rv lead due to lead-on-lead adhesion due to the length of time the leads had been implanted. The rv lead showed normal function at the time of extraction. The ra and rv lead were replaced successfully. The patient was stable.